Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the provided video confirms the staff experienced difficulties removing the harmonic ace instrument from the universal surgical manipulator (usm).

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy, the harmonic ace instrument became stuck on the universal surgical manipulator (usm) arm and could not be removed using the release buttons despite troubleshooting attempts. The customer stated that the patient had active bleeding and the team attempted to switch from the harmonic ace instrument to a clip applier instrument; however, because the instrument could not be disengaged from the arm, the team converted to an open procedure. The customer reported that the bleeding was not controlled in time, though the surgical team ultimately managed the situation. Total operative time is unknown although the event resulted in an approximately 60-minute delay. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, the cause of bleeding, amount of blood loss, patient injury, and current patient status were not provided. The patient did not require any blood transfusions as a result of this event. It was noted that the surgeon was attempting to remove the harmonic ace instrument to apply a hem-o-loc clip.